Event description:
It was reported that the patient with this right ventricular (rv) lead was evaluated in a hospital setting due to increased confusion. Upon further review, it was noted that loss of capture (loc) was exhibited on this rv and the patient experienced a heart rate of 37 beats per minute (bpm). Additionally, rv pace impedance measurements showed a gradual rise greater than 2000 ohms triggering a lead safety switch. No adverse patient effects were reported. This lead remains in service.